Manufacturer narrative:
The device will not be returned for analysis as it stays implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during an implantation of an avenir stem a mild bone fracture was noted on the x-ray. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type, implant date. Correction: date of report, PMA/510k. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: bone fracture. Review of event description: it was reported that a mild bone fracture of the trochanter was detected on x-ray taken 6 months post implantation. It is assumed by the surgeon that the fracture most probably happened intra operative and is most probably not device related. The patient did not undergo for a revision surgery. Review of received data. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the device is still in vivo. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique for avenir® hip system was reviewed. Page 9: femoral implant insertion: when implanting a cementless or cemented stem, the definitive implant must correspond to the last rasp used. Insert the femoral component into the femoral canal using the stem inserter. IFU d011500297 ed. 2014/11 for avenir® cemented hip stem was reviewed. Warnings: use the same size stem as the final rasp. Use of incorrect stem size may result in stem subsidence or stem deformation/instability or fracture. It is advised to take intraoperative radiographs to ascertain proper implant positioning as well as to enable the detection of femoral fractures. Root cause analysis: root cause determination using rmw: excessive load applied to the bone due to excessive force possible, no surgical report was received for assessment whether the surgical technique was followed. It can also not be determined how much force was applied during the preparation and implantation process. Therefore this cause cannot be excluded. Excessive load applied to the bone due to excessive force during rasp procedure possible, no surgical report was received for assessment whether the surgical technique was followed. It can also not be determined how much force was applied during the preparation and implantation process. Therefore this cause cannot be excluded. Excessive load applied to the bone due to excessive force during trial reduction possible, no surgical report was received for assessment whether the surgical technique was followed. It can also not be determined how much force was applied during the preparation and implantation process. Therefore this cause cannot be excluded. Excessive load applied to the bone due to excessive impaction force possible, no surgical report was received for assessment whether the surgical technique was followed. It can also not be determined how much force was applied during the preparation and implantation process. Therefore this cause cannot be excluded. Excessive load applied to the bone due to wrong handling of instrumentation or excessive force required to extract stem possible, no surgical report was received for assessment whether the surgical technique was followed. It can also not be determined how much force was applied during the preparation and implantation process. Therefore this cause cannot be excluded. Conclusion summary: it was reported that during routine follow up-check 6 months post-op a a mild bone fracture was identified through the x-ray. The patient has not been revised. The DHR review indicates that the released components met all requirements to perform as intended and is manufactured according to the specification. However, the device is not at hand and therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Since it is assumed that the bone fracture occurred intraoperatively, the most probable possible root cause could be that too much force was applied to the bone during the preparation and implantation process. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).